Manufacturer narrative:
Physio-control downloaded the device's electronic records for review. Upon review of the device's electronic records, physio-control was able to verify the reported issue and determined that the date of the event was actually (B)(6) 2018. As a result, section event date, has been updated accordingly. Physio-control then replaced the device's power pcb, battery wire harness assembly and battery pins. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further examined the removed power pcb assembly, battery wire harness assembly and battery pins. The removed battery pins were observed to be worn and may have contributed to the reported issue; however, it was not the primary cause. Physio-control determined that the primary cause of the reported issue was excessive wear on connectors j11/p11 on the battery wire harness assembly and the power pcb assembly. The excessive wear caused increased resistance of the connector contacts which resulted in an excessive voltage drop at the contacts when the code-summary function was activated. The excessive voltage drop at the contacts triggers the power fail detector circuit on the power board. Triggering the power fail detector circuit will cause the device to either shutdown or power cycle.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the code summary button was pressed. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control performed an initial evaluation of the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself when the code summary button was pressed. There was no patient use associated with the reported event.